Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be short latex dwell time, latex dip speed out too slow causing thin sac. A DHR review is not required as the lot number is unknown. Therefore, no additional action required at this time. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a foley urinary catheter was inserted on (B)(6) 2024. During the ward round at 15:00 the next day, it was found that the patient's bladder irrigation fluid was introduced smoothly, the irrigation fluid overflowed from the urethral opening, and no fluid was discharged from the drainage bag. The urinary catheter was removed as instructed, but it was found that there was no fluid in the water sac. The urinary catheter was removed, and the urinary water sac was found to be damaged. The doctor was notified, and the three-lumen urinary catheter was reset, and about 100 ml of bloody urine was drained out, which was effectively fixed. No medical intervention was reported.